Event description:
The device was returned after explant. The return paper work did not suggest or question a malfunction. No patient symptoms and no patient injury was reported. The devices underwent routine analysis.

Manufacturer narrative:
Concomitant: product ID 8709, lot# l78003, implanted: 2000-(B)(6), product type catheter. Product ID 8578, lot# n084004, implanted: 2007-(B)(6), explanted: 2014-(B)(6), product type accessory. (B)(4).